Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following results were provided: architect tsh result 1.7 and 1.76 iu/ ml, repeated 1.74 iu/ ml and 1.7957 uiu/ml and 1.7417 uiu/ml. The customer retested the sample on different abbott equipment as well, and the value obtain was 1.7563 uiu/ml. Same sample tested on beckman coulter analyzer result reported 7.53 iu/ ml and roche reported 8.990 iu/ ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and performance evaluation of a retained kit of reagent lot 69302ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect tsh reagent kit lot 69302ud00 did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. Accuracy testing was performed to evaluate the performance of reagent lot 69302ud00. An internal panel was tested with retained kits of the reagent lot. Acceptance criteria were met, indicating acceptable product performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect tsh reagent kit lot 69302ud00 was identified.

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following results were provided: architect tsh result 1.7 and 1.76 iu/ ml, repeated 1.74 iu/ ml and 1.7957 uiu/ml and 1.7417 uiu/ml. The customer retested the sample on different abbott equipment as well, and the value obtain was 1.7563 uiu/ml. Same sample tested on beckman coulter analyzer result reported 7.53 iu/ ml and roche reported 8.990 iu/ ml. No impact to patient management was reported.